Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) and reported that a discordant, falsely elevated prothrombin time (pt) result, a discordant, falsely elevated prothrombin time international normalized ratio (inr) result, and a discordant, falsely low prothrombin time percent (pt%) result were obtained on a patient sample on a sysmex cs-5100 system using thromborel s reagent. The backup files from the sysmex cs-5100 system were sent to siemens for further evaluation. Siemens is investigating the issue.

Event description:
A discordant, falsely elevated prothrombin time (pt) result, a discordant, falsely elevated prothrombin time international normalized ratio (inr) result, and a discordant, falsely low prothrombin time percent (pt%) result were obtained on a patient sample on a sysmex cs-5100 system using thromborel s reagent. Prior to obtaining these discordant results, the initial inr results for this sample had no coagulation error flags when run with dade innovin reagent. An additional discordant, falsely elevated pt result, an additional discordant, falsely elevated inr result, and an additional discordant, falsely low pt% result were obtained when the same patient sample was rerun on an alternate sysmex cs-5100 system using thromborel s reagent. The following day, a new sample was collected from the patient and was run for pt, inr, and pt% using dade innovin reagent. The pt and inr resulted lower and the pt% resulted higher. This inr result obtained with the dade innovin reagent was reported, as the corrected result, to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated prothrombin time (pt) results, the discordant, falsely elevated prothrombin time international normalized ratio (inr) results, or the discordant, falsely low prothrombin time percent (pt%) results.

Manufacturer narrative:
Additional information (11-nov-2019): quality controls (qc) recovered within specifications at the time of the event. All reaction kinetics were correctly evaluated by the system software. No system or software issue could be identified. The cause of the event was not established. A possible cause of the event is a pre-analytical or sample specific issue. The reagent is performing according to specifications. No further evaluation of this device is required.